Manufacturer narrative:
Initial reporter address line 1: (B)(6) hospital. Manufacturer's investigation conclusion: the reported suspicion of an outflow graft problem could not be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. The controller event log file contained events spanning from (B)(6) 2023 at 17:12:17 to (B)(6) 2023 at 10:36:27, per the timestamp. The log file appeared to have captured the pump operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, nothing has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for an outflow graft revision.